Manufacturer narrative:
Batch review performed on 27 march 2019: lot 187083: (B)(4) items manufactured and released on 11-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved: liner: impact 01.32.3648hct flat pe hc liner ø36/f (k103721), lot 186972: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2019 and while taking post-op x-rays, it was discovered that the head had dislocated from the liner. The cause of the dislocation is unknown. The surgeon performed a closed reduction and the procedure was completed successfully. An amis approach was used in the primary surgery.